Event description:
Reference number (B)(4). Event occured in spain. A patient reported experiencing seven incidents of kinked cannulas in their infusion sets over two consecutive days. On (B)(6) 2025, four such events occurred, followed by three more on (B)(6) 2025. The patient noticed symptoms within three hours of inserting each infusion set. All affected infusion sets were inserted in the abdominal area. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) -device 5 of 7.